Manufacturer narrative:
Production records are still under analysis, results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, a reintervention was done to explant all the system. The patient was hospitalized on (B)(6) 2025 due to heart infection (myocarditis, pericarditis, endocarditis). The patient was initialy implanted with energya vr 3140 (519jp02b) & invicta 1cr68 (B)(6) on (B)(6) 2025.

Event description:
Reportedly, on (B)(6) 2025, a reintervention was done to explant all the system. The patient was hospitalized on (B)(6) 2025 due to heart infection (myocarditis, pericarditis, endocarditis). The patient was initialy implanted with energya vr 3140 (B)(6) & invicta 1cr68 (B)(6) on (B)(6) 2025.